Manufacturer narrative:
B3: estimated as (B)(6) 2024 as the online published date for the article is noted as (B)(6) 2024. Citation: ahmed, h., ismayl, m., palicherla, a., heppler, m., petraskova, t., kousa, o., & vargha, j. (2024) a case report of postcardioversion device-related thrombus in a patient with left atrial appendage occlusion device on apixaban. Annals of medicine & surgery 86(3):p 1729-1733. Doi: (B)(4).

Event description:
Reported via journal article: it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted with transesophageal echocardiography (tee) showing successful placement of the device within the left atrial appendage and no thrombus or peri device leak noted. Forty-five (45) days after implantation, the patient underwent a tee as part of a routine post watchman device assessment, which again showed appropriate device positioning with no thrombus or peri device leak noted. Two (2) years after the laa procedure the patient presented to the university cardiology clinic with fatigue, lightheadedness, and exertional dyspnea. The patient was found to have reverted back into atrial fibrillation (af). Given that the patient had reverted back into af, cardioversion was tentatively planned. At the request of the patient, however, a tee was obtained prior to cardioversion, which incidentally found a 2 cmx1 cm thrombus visualized in the left atrium above the watchman device. Tee also was notable for a normal ejection fraction and no wall motion abnormalities. The cardioversion was subsequently canceled, and the patient was hospitalized for af management. The labs obtained on admission were unremarkable. Digoxin was started for rate control and the patient's home metoprolol was titrated up to 100 mg bid. The patient's symptoms stabilized, and he was discharged on warfarin with enoxaparin bridge and aspirin 81 mg daily. About one and a half months later, the patient underwent a tee, which showed a well-seated laao device, within the left atrial appendage, and no thrombus or peri device leak noted. Warfarin was continued given the patient's recent history of thrombus while on uninterrupted oral anticoagulation with apixaban, with a tentative plan for an electrophysiology study with af ablation.